Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 80,000 joules during a prostate procedure. The procedure was complete with another fiber. It was reported "no damage to the patient''.

Manufacturer narrative:
.